Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found a motor pump feed through anomaly shorting across the insulator. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8598a, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported an alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm for "reset occurred - low battery" occurred. The logs showed only todays date with repeated motor stalls, safe state and low battery reset. The alarm was heard on monday. The patient had withdrawal and flu-like symptoms started on tuesday. The pump was used to infuse morphine. It was further reported the pump was put at minimum rate and the patient was on oral medications until a replacement could be completed. The stalls were noted to be occurring in short increments (30 minutes to an hour). The low battery was also seen continually in the logs. The patient's reported withdrawal symptoms were flu-like symptoms and increase in pain. No emi reported. It was further reported the pump was replaced. The last report, the patient was receiving effective therapy with their new pump. It was noted the patient had moved to another state for 1.5 years and the managing healthcare professional (hcp) there told the patient that there were volume discrepancies with the pump during refills. It was further reported the pump was explanted for low battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.